Event description:
Patient reports via FDA voluntary reporting system: I received a hip replacement - depuy summit - I followed the doctors instructions and procedures and received physical therapy after a yr and 4 months. When I put weight on my leg, I get severe pain the right hip area towards the knee. I then start favoring the leg and start limping. At times there is a grinding sound and feeling in the replacement hip. The last doctor's check up, they sent me back to the therapist and he gave me a set of exercises to perform as a daily routine. I have continued this for several months and have not seen any improvement. I'm otherwise in excellent health. **update** (B)(6) 2012 - litigation papers were received. Litigation papers allege the patient experiences severe and constant pain and suffering, swelling, tissue damage, synovial fluid buildup, metallosis and/or lack of mobility. The complaint was reopened to add the liner and head.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4). Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the femoral head, however, a previous review of the device history records did not reveal any related manufacturing anomalies. A search of the complaints databases identified no other reports against the remaining product/lot code combination. The search was not possible against the unknown hip. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
Ppf has no new allegation.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.(B)(4)

Event description:
Update 12/26/2014 - pfs and medical records received. This complaint is for the right hip. After review of the medical records for MDR reportability, it was determined the patient had a poly liner implanted during the primary. There is no new additional information that would affect the existing MDR decision.